Event description:
During the colonoscopy procedure, the md learned after the fact that the colonoscope had a retained hemostatic clip stuck in the channel. The md says as the channel was utilized for biopsies, the clip was discovered. It went into the pt and was visualized with the scope. The MFR has already been contacted and is aware of the problem. Cdh has been informed that the pressure of the water actually pushes the clip into the wall of the scope and that it may not be cleaned adequately. The scope was used in a prior pt, then cleaned using the evotech and the clip did come out using the high level disinfection process. Evotech has informed cdh that this has been occurring and has increased in the past year. No alerts or notices received from the company.